Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg pocket was relocated to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-05523, 3006705815-2021-05524. Additional information received indicated that during the procedure on (B)(6) 2021, the physician observed that both of patient¿s leads migrated as well. As a result, the physician relocated the ipg pocket and leads to address the issue.